Event description:
It was reported that this patient's generator could not be programmed or interrogated and diagnostics could not be run prior to replacement surgery. Operative notes reported that diagnostics were successfully run during surgery after the generator was replaced. A battery life calculation was performed on (B)(6) 2012 with 5.75 years until the elective replacement indicator (eri) appeared as yes. Attempts to obtain additional information were unsuccessful as the physician's office will not release information without patient consent. The explanted devices have been discarded.